Event description:
Reportedly, during pt use, the power cord was observed to be frayed near the clip. The device was used on a pt when the failure occurred. Medical intervention was required as a result of this failure. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).